Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown synfix-lr spine implant. Part and lot numbers are not available for reporting. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was implanted with an unknown synfix-lr spine implant on an unknown date and that the patient experienced a postoperative sacral fracture. It is also unknown when the patient sustained the fracture. There was no revision surgery performed and the patient is being monitored. This report is for one unknown synfix-lr spine implant. This report is 1 of 1 for (B)(4).